Manufacturer narrative:
(B)(4). Evaluation summary: only the stent implant was returned for analysis. The reported device damaged by another device was able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that 3.0 x 18 mm xience alpine stent was deployed at the proximal part of the target lesion, and as the 2.5 x 23 mm xience alpine was attempted to be advanced through the implanted 3.0 x 18 mm xience alpine stent it got caught. When attempting to remove the 2.5 x 23 mm xience alpine stent delivery system the implanted 3.0 x 18 mm implant was pulled out of the lesion thus resulting in the noted stent damage (stretched) and thus resulting in the reported device damaged by another device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional xience alpine device referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery (rca) with heavy calcification that was 50 to 70% stenosed. A 3.0 x 18 mm xience alpine drug eluting stent (des) was deployed at the proximal part of the target lesion. A second 2.5 x 23 mm xience alpine rx des was attempted to be advanced through the implanted stent to treat the distal part of the lesion; however, it caught the implanted stent, became damaged and stuck. When attempting to remove the 2.5 x 23 mm xience alpine stent delivery system, the 3.0 x 18 mm implant was pulled out of the lesion. Both of the stents were removed from the anatomy together. Additional pre-dilatation was performed and three new xience alpine stents were deployed to treat the lesion. It was reported that the patient condition was good. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.